Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Date of hospitalization was unknown. Customer¿s blood glucose level was 648 mg/dl at the time of hospitalization. It was unknown that the auto mode feature was active at time of high blood glucose event. Current blood glucose was 306 mg/dl. Customer declined troubleshooting for high blood glucose level. The customer will continue to use the device.